Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was new to the insulin pump and states that they smell insulin coming from the insulin pump. The customer was assisted with the issue but the customer became belligerent over the phone, the customer was advised to treat their blood glucose. The customer hung up the phone and no further information was provided.